Manufacturer narrative:
Reference MFR medwatch report # 2916596-2019-00370 for the submission on the motor. Age of use of the device is not known and this time and will be provided with the device analysis results. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the motor was not responding and was therefore removed from service for return to the manufacturer for evaluation. The primary console in use at the time was also exchanged. There was no patient involvement when the event occurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a centrimag motor not responding could not be confirmed nor reproduced during testing of the returned centrimag 2nd gen primary console (serial number (B)(4)). The returned console was evaluated and tested by tech service. The reported complaint could not be verified nor duplicated during testing. The console was operated along with its related motor (serial number (B)(4), reported under MFR#2916596-2019-00370) for an extended period of time and no alarms or issues were reproduced. The motor's cable was inspected and no issues were observed. Full functional checkout was performed per the centrimag 2nd gen primary console service process and the unit passed all tests. The returned console was found to function as intended. As a result, the root cause of the reported events could not be conclusively determined. The tested unit was returned to the customer site. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.